Event description:
A report was received that a patient will undergo a lead replacement procedure due to five contacts being out resulting in high impedances.

Event description:
A report was received that a pt will undergo a lead replacement procedure due to five contacts being out resulting in high impedances.

Manufacturer narrative:
Addition information received that the patient underwent a lead revision. The physician chose to explant the leads and implant a paddle lead. As the physician was explanting the leads, one of the leads began to fall apart from him messing with it and then part of it got stuck inside the patient. The lead was cut and a part of the lead remains in the patient and will not be removed. The lead (sn# (B)(4)) passed visual, photographic imaging, electrical and mechanical tests performed. The lead exhibits normal device characteristic. The lead (sn# (B)(4)) was cut and distal end is missing. The damage to the lead is consistent with damages during the explant procedure and is not considered a failure.